Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: I assisted (B)(4) / biomed on 8100 sn (B)(4) fails patient side occlusion test. Resolution, I recommended to run a pressure calibration test. Since biomed already try replacing the pressure sensor prior of calling, logic board might be faulty. I also provided options to consider sending it in for flat rate service repair. Biomed will call back if needed further assistance. (B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(6) (B)(6)/ biomed need assistance on 8100 sn (B)(6) fails patient side occlusion test. Failure device type: failure problem type: failure mode: case resolution: I assisted(B)(6)/ biomed on 8100 sn (B)(6) fails patient side occlusion test. Resolution, I recommended to run a pressure calibration test. Since biomed already try replacing the pressure sensor prior of calling, logic board might be faulty. I also provided options to consider sending it in for flat rate service repair. Biomed will call back if needed further assistance. Ref:_00d30y0yr._5000l1ojc3n:ref